Manufacturer narrative:
One cadd solis vip pump was received with the lcd lens screen scratched and cracked. The event history log was reviewed and there was a "system fault 46228" error. Functional testing was conducted and the reported issue was unable to be duplicated. The software version was reinstalled as a preventative measure.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an error code 46228. The issue was discovered during in-house testing and there was no patient involvement.